Manufacturer narrative:
The complaint device was received and evaluated. Dimensionally, the device was within its designed and manufactured parameters. Visually, the device was examined both with the naked eye and under power; it is noted that the device is in a condition that indicates that it has been in use, however, there is nothing to indicate that it has been mal used, no unordinary tell tales of abuse. No lot number has been supplied which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Outside of the fact that the technician used an inappropriate method to remedy the issue, despite caution from our rep, we cannot discern what may have caused the user to have had the reported experience. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic acl repair, the beath pin became jammed in the femoral aimer while the surgeon was drilling. The rep instructed the technician to use the pin puller to retrieve the pin back through the proximal end of the aimer, however, for whatever reason, the tech ignored the rep's instructions. The tech took another beath pin and hammered it through the distal end of the aimer to release the stuck beath pin. At this point it appears that this process caused some damage to the aimer, a burr or burrs at the diameter path for the beath pin. However, it also appears that no one examined the device to check out its condition. The surgeon used a new beath pin to drill, and observed metal shavings emanating from the aimer and falling into the patient's joint space. At this point, the device was examined and it was determined that the aimer had been damaged from the initial beath pin removed and this damage was the underlying cause for the metal shavings. The debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.